Manufacturer narrative:
A specific cause for the patient outcome, and sepsis as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18apr2016. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists potential adverse events, including sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to sepsis. The source of the sepsis was not confirmed. The patient death was not considered to be device related as the device reportedly operated as expected.